Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete side cut following corneal flap creation of a patients left eye. It was indicated that the eye was small and they had difficulty docking. After several docking attempts, docking was successful but with a bubble peripherally which was outside of the treatment area. During the side cut, the bubble moved into the treatment and most likely contributed to the incomplete cut. The flap could not be lifted from 0-90 degrees. The patient is expected to return for further treatment.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. A company representative went on site and evaluated the system. Per the service request, no problem with the system was found. As a preventative measure, the representative realigned the beam through beam steering, articulating arm and surgical focusing module. The patient was noted to be a difficult dock; after several attempts, docking was successful; however, a bubble developed peripherally, out of the treatment area. During the side cut, the bubble moved into the treatment field. The treatment from the laser produces bubbles as a byproduct. System parameters influence the amount of bubbles produced usually proportional to the number of cuts and energy. These bubbles could further influence the subsequent treatment of the system by the bubble¿s ability to defract laser light. If bubbles form within the path of treatment, it is recommended that the surgeon stop the procedure and re-dock to the patient. Since the surgeon did not stop treatment, the root cause of the incomplete flap can be attributed to user error. The subsequent difficulty in lifting the flap can also be attributed to user error. Lastly, the docking issues can also be attributed to user error as the surgeon chooses to treat patients with the system and the surgeon should be aware of the patient¿s anatomical restrictions. The root cause of the reported events can be attributed to user error. (B)(4).